Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake. On an unknown date, the patient was hospitalized for the peritonitis event. The patient was treated with injection of vancomycin (1 gm once every five days, route and duration not reported) and injection of fortum (1gm every day, route and duration not reported) for the peritonitis. Dianeal therapy was ongoing. Four days after event onset, the patient was recovered from the peritonitis event. It was reported the patient was to be discharged the same day as patient recovered from the event). On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.